Manufacturer narrative:
H6 - device problem code: 1494 - off-label use, acd<3.0mm. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -7.5/0.5/028 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was explanted due to excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, no plans to implant new lens.

Manufacturer narrative:
H3 - h3 - device evaluation: the lens was returned in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).